Manufacturer narrative:
Date returned to manufacturer: 12/28/2015. Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, after priming, when the perfusionist was about to give cardioplegia, air was seen inside the bcd vanguard and into the delivery line. The unit was changed out to continue the procedure. There was no report of patient injury. The complained device was returned to sorin group (B)(4) for evaluation. Visual inspection found no defects or abnormalities. The white lid for the umbrella valve was removed before the device was returned. During functional testing, the customer's report that the vanguard pulled air into the device was confirmed. The unit began to intake air (deprime) as soon as the inlet tubing was unclamped, indicating that the umbrella valve was not working properly. Based on the evaluation of the returned device, sorin group (B)(4) has concluded that the reported issue was mostly likely the result of an imperfectly seated umbrella valve caused by mechanical stress. Sorin group (B)(4) has opened a CAPA to investigate this issue.

Manufacturer narrative:
At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that, after priming, when the perfusionist was about to give cardioplegia, air was seen inside the bcd vanguard and into the delivery line. The unit was changed out to continue the procedure. There was no report of patient injury. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, after priming, when the perfusionist was about to give cardioplegia, air was seen inside the bcd vanguard and into the delivery line. The unit was changed out to continue the procedure. There was no report of patient injury.